Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cable and charge-coupled device (ccd) were damaged by internal flooding due to water leakage in the cable. Therefore, it was determined that the image function was poor, and the image display was defective. It was recommended that the camera is passed to the workshop for replacement of the camera cable and ccd, full inspection and electrical safety test. It has been over 16 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no clear image present which was due to internal water damage to the camera cable and charged coupled device (ccd). Additional evaluation findings were as follows: externally, the camera had a cut in the cable insulation near the camera head cable boot, water leakage failed due to leaking cable. Internally, there were large amounts of ingress around the camera cable boot and the ingress had penetrated the camera head assembly and ccd. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the camera head had no image. The issue was found during preparation for use; the procedure was performed and completed with another camera head. There was no report of delay or harm to the patient or user associated with this event.